Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow-up, a loss of sensing was observed on the atrial lead. Lead dislodgement was suspected, but could not be confirmed, to be the cause of the event. The device was reprogrammed to resolve the event and a lead revision is anticipated. The patient was stable.